Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Interrogation revealed the device had exhibited two codes, one indicating long charge times and the second indicating a charge time out. An x-ray of the system was performed which found the electrode was coiled up next to the device. Boston scientific technical services (ts) discussed this may be an indication of twiddler's syndrome. Subsequently, the device and electrode were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock. Interrogation revealed the device had exhibited two codes, one indicating long charge times and the second indicating a charge time out. An x-ray of the system was performed which found the electrode was coiled up next to the device. Boston scientific technical services (ts) discussed this may be an indication of twiddler's syndrome. Subsequently, the device and electrode were explanted. A new s-ICD system was successfully implanted. No additional adverse patient effects were reported.